Event description:
Additional information received reported it was noted in the operative report that the patient had excessive extra tissue to her abdominal area where her pump pocket was created. The pump became loose in the pocked and had been spinning. As previously reported, the pump pocket was revised so that the pump could be tacked down to more stable abdominal tissue.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that instead of the event resolving without sequelae on (B)(6) 2014, the event actually resolved with sequelae on (B)(6) 2014. The sequelae was nausea and headache.

Event description:
It was reported that, on (B)(6) 2014, the patient reported increased back and leg pain. On the same date, it was identified that the personal therapy manager (ptm) was not communicating with pump, which indicated that the pump had flipped. The catheter also became occluded due to the flipping of the pump. On (B)(6) 2014, a pump pocket and catheter revision was done. At this time, the pump was observed to be freely floating in the pump pocket. It was noted that there was no faulty pump performance. The sutures came loose from the pump, allowing it flip. The pump was sutured in place using 2 sutures per each loop on the pump, which fixed the issue; the pump was then positioned correctly. The catheter was found to be twisted and wound tightly around the pump. The catheter issue was confined to the proximal segment, so it was removed and a new catheter segment was connected. As of the same date, the event outcome was resolved without sequelae. The device system was used to deliver morphine sulfate. Should additional information be reported, a supplemental report will be submitted.